Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that after the client went to the toilet in the morning for defecation, the catheter fell out spontaneously. After inspection of the catheter, the balloon was found to had burst. Photo's were attached. The catheter was inserted on (B)(6) and the balloon was filled with 10 ml? (Filled syringe from catheter set) and 20 ml nacl. The nurse went to find out what liquid was in the pre-filled syringe. Per additional information received via email 14 july 2020 from ibc representative, it is currently unknown if there were missing pieces of the balloon as the catheter was thrown away.

Manufacturer narrative:
The reported event was confirmed. Based on the evaluation, it was observed that the catheter balloon burst was noted. Based on the event description, the failure mode was likely to be caused by the user as the user had inflated the catheter with sodium chloride (nacl). This was against the correct use of the product. Hence, this reported event was confirmed as a user-related issue. The lot number was unknown and the information on the date code number was not available. Therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Female use only syringe of sterile water for balloon inflation refer to direct unit label for product content and gender specific use where applicable.". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the client went to the toilet in the morning for defecation, the catheter fell out spontaneously. After inspection of the catheter, the balloon found to burst. The catheter inserted on june 16 and the balloon was filled with 10 ml (filled syringe from catheter set) and 20 ml nacl. The nurse went to find out what liquid was in the pre-filled syringe. Per additional information received via email on (B)(6) 2020 from the ibc representative, it was currently unknown whether there were any missing pieces of the balloon as the catheter thrown away.